Manufacturer narrative:
Resubmission of initial report as per FDA on 7/28/20. The log files were requested by siemens investigators. The customer stopped using the cios alpha system until the issue is resolved.

Event description:
It was reported that during an exam on the siemens cios alpha system with the patient on the table an error occurred. The unit stopped working and could not be used for approximately 8 minutes. The operator had to stop the procedure and bring another c-arm system into the exam room to finish the intervention. There are no injuries attributed to this event. The procedure was successfully completed on another c-arm unit. The reported event occurred in (B)(6).